Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not able to push the insulin pump's plunger to deliver insulin. Customer stated that her blood glucose level had been between 300 and 400 mg/dl. Blood glucose level at the time of the incident was 480 mg/dl, which was treated with bolus and manual injection. The customer also stated that the insulin pump's motor was making a clicking sound. Blood glucose level during the call was 512 mg/dl. The customer was sent replacement infusion sets. The insulin pump was not replaced or returned for analysis.